Event description:
The customer reported the system was locking up. The fse noted, "intermittent touch screen failure error message and system lockup when using the touch screen. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The touch screen monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.